Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
During a coiling procedure through a previous stent from 2005, four penumbra coils were placed without issue. The physician attempted to go in with a 7mm x 15cm coil, but it was too large and too long. The coil was withdrawn and sized down to 4mm x 6cm. The microcatheter came back out of the stent. It was repositioned, but was not sitting well in the aneurysm. As the physician attempted to withdraw, the coil hung up on the stent and detached. The physician had no tactile feel of detachment, but noticed the tip was not pulling back when he pulled the proximal end of the coil. The physician attempted to take the 070 neuron as high up as he could for support. About 1cm of the coil was still outside of the microcatheter. They then manipulated the microcatheter so that the coil released from the stent, but still had 5cm in the microcatheter. With negative aspiration attached to the neuron and the microcatheter, the entire system was removed. The coil was in the rhv of the microcatheter. The physician felt that he had optimal stagnation of the aneurysm and proceeded to stop.

Manufacturer narrative:
Conclusion: this device is available for return, and a follow-up MDR will be submitted upon completion of the device investigation.